Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiple organ failure. The death was related to sepsis and not related to the device. Autopsy was not performed, device was not explanted and pump will not be returned for evaluation. Patient was on support for only 33 days, and had been on extracorporeal membrane oxygenation (ECMO) prior to implant.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 entitled ¿introduction¿ lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure), sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.